Event description:
It was reported that, on start up, a 980 ventilator failed the breath delivery power on self test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue however, was not able to duplicate the reported issue. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.